Manufacturer narrative:
X-ray inspection of the returned lead extension nm-3138-55 serial number (B)(4) revealed cables 5, 6, 7, and 8 were fractured after the weld in the distal connector stack. This type of damage typically occurs when excessive tensile force is exerted onto the lead body and connector section of the lead. Bending the distal end could also cause cable fractures in the connector section of the lead. The broken cables are still contained inside the connector. X-ray inspection of the returned lead extension nm-3138-55 serial number (B)(4) revealed cables 6, 7, and 8 were fractured after the weld in the distal connector stack. This type of damage typically occurs when excessive tensile force is exerted onto the lead body and connector section of the lead. Bending the distal end could also cause cable fractures in the connector section of the lead. The broken cables are still contained inside the connector. Based on all available information, engineers concluded that the event of high impedances causing a loss of stimulation was caused by fractures found on the lead extension. This type of damage typically occurs when excessive tensile force is exerted onto the lead body and connector section of the lead. Bending the distal end could also cause cable fractures in the connector section of the lead, therefore, the probable root cause is unintended use error caused or contributed to event.

Event description:
It was reported that the patient underwent a revision procedure to replace two extensions with high impedances that were causing the patient to experience a loss of stimulation. The patients device was reprogrammed post operatively and patient was doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient underwent a revision procedure to replace two extensions with high impedances that were causing the patient to experience a loss of stimulation. The patients device was reprogrammed post operatively and patient was doing well.